Event description:
The device reportedly displayed dashed lines for a short time and what appeared to be spikes on the ECG baseline continuously on the screen during patient use. The patient's outcome and details were not reported.